Event description:
It was reported by a service report that the fowler would not remain in the lowered position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring trip.